Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("menstrual pain, worse and more incapacitating") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2018, the patient experienced dysmenorrhoea (seriousness criterion hospitalization). On an unknown date, the patient experienced menorrhagia ("very abundant menstrual bleeding"), abdominal pain ("intense abdominal pain"), anaemia ("anaemia"), fatigue ("tired all the time"), malaise ("sensation of always feeling sick"), migraine ("chronic migraines") and alopecia ("extreme hair loss"). The patient was hospitalized on (B)(6) 2018. Essure treatment was not changed. At the time of the report, the dysmenorrhoea and fatigue had not resolved and the menorrhagia, abdominal pain, anaemia, malaise, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, dysmenorrhoea, fatigue, malaise, menorrhagia and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events menstrual pain (with hospitalization) and tired all the time were added. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.